Event description:
It was reported that post implant of a laparoscopic adjustable band, the patient felt no restriction and it was later determined through fluoroscopy there was a leak in the band. The band and port are still implanted as the patient is still losing weight. The surgeon is monitoring the patient and if the patient continues to lose weight the band will remain however if the patient begins to gain weight the band will be replaced.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.device remains implanted.